Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the reported complaint. The blade broke at roughly 0.212¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument could not pass self-test and be identified by the generator. The customer changed the cable, but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Upon cleaning after the procedure, the blade of the harmonic ace instrument broke.